Manufacturer narrative:
(B)(4).

Event description:
Procedure type: left hepatic lobectomy, common bile duct resection, right hepatic jejunostomy. According to the reporter: the team attempted to staple the middle and left hepatic veins with a vascular endogia. After releasing the stapler, there was massive bleeding from a sizable hole in the vena cava. It appeared that the stapler cut, but did not successfully staple. The team had to manually oversew the opening with running 4-0 prolene sutures. There was unanticipated blood loss of 750ml. Current patient status: well, no complications.